Event description:
It was observed that during the device evaluation, the rigid video laparoscope had fiber bonding in the outer tube area was damaged and charged coupled device was broken, therefore the image had shadows. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image had shadows due to damage of the charged coupled device (r-unit). A root cause cannot be identified for the damage of the fiber bonding in the outer tube area (distal end) should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.